Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor contained particulate matter. It was unspecified if the particulate matter was on the outside or inside of the tubing of the infusor. This occurred during filling of the device with saline (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 19, 2014 ¿ june 20, 2014. The evaluation of the returned device is complete. Visual inspection revealed black specks approximately 0.02 to 0.08 square mm in size, on the outside of the tubing and outside of the fluid pathway. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.